Event description:
It was reported that pt received couple of inappropriate atp therapies for a svt. The pt was exercising at the time of the inappropriate therapy. Adjust svt detect criteria will be made.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.